Manufacturer narrative:
The comfort curve test strips are the suspect device.

Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" (> 600 mg/dl), 61 mg/dl, 135 mg/dl, 61 mg/dl, 60 mg/dl, and 61 mg/dl on the advantage system. Patient stated that, at the time the results were obtained, he was not exhibiting symptoms of hyperglycemia or hypoglycemia. Patient did not indicate if therapy was modified based on these results. No associated injury was reported. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549405 with expiration date 12/31/2007.